Event description:
During the pfa procedure, it was noted that when in the left atrium, the volt catheter signals were not visible on the ensite x and ge recording system but baseline could be connected, resulting in a delay. The current generator, amplifier, and ensite x display workstation were all rebooted and the cable was changed, without resolution. The catheter was exchanged, and the procedure was completed without adverse patient consequences.